Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly. Customer's blood glucose was 353 mg/dl. Tandem technical support reviewed pump data and found the battery was depleting as expected; however, customer maintained there was an issue with the battery. Customer resumed pump therapy.